Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube, and cable assemblies. The system operates as intended.

Event description:
It was reported that the system locked up. No pt injury was reported.